Manufacturer narrative:
(B)(4).

Event description:
The customer reported that during patient use the 840 ventilator had a loss of communication between the graphic user interface (gui) and the breath delivery unit (bdu). The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) central processing unit (cpu) and backlight inverter printed circuit boards (pcbs). The unit passed extended self-testing.